Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Using a new lab transfer guard and plunger; found no air bubbles and no leakage anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles and no leaks. Also . Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not have air bubbles and does leak. Cannot performed manual test to reservoir due to the plunger not returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles and leak. The customer also stated that the leak was at past 2nd o ring. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.